Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. Two device evaluations are in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had metal shedding debris. One reported event had patient involvement; no patient impact. One reported event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for testing. 1 event was confirmed; the device was found to be affected by metal shedding debris. 1 event was not confirmed; however, the device was found to be affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had metal shedding debris. 1 reported event had patient involvement; no patient impact. 1 reported event had no patient involvement; no patient impact.